Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: ¿ no complaint against the device: event is not applicable for analysis. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported rupture. Healthcare professional later reported no complaint against the device. Device has been explanted. This relates to left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d1, d2a, d2b, d3, d4, d6a, d6b, g1, g4, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted and replaced. The event of rupture was detected via ultrasound.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient reported rupture. Healthcare professional later reported no complaint against the device. Device has been explanted. This relates to left side.